Manufacturer narrative:
The autopulse platform (s/n # (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the short black cover was damaged and the battery latch lock was missing. The autopulse platform is a reusable device and was manufactured on 09/27/2013. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the archive was performed and found user advisory (ua) 16 (timeout moving to take-up position) to have occurred on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse platform was unable to be performed as user advisory 16 (timeout moving to take-up position) message was observed upon power up, therefore confirming the reported complaint. Further investigation determined that the motor drive train was replaced to remedy the reported ua16. Load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. In summary the customer's reported complaint that the autopulse platform displayed ua16 was confirmed during archive review and functional testing. The root cause was determined to be a defective motor drive train. After replacement of the drive train motor and parts identified during visual inspection, the autopulse platform passed all the testing and meets all required specifications.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that the autopus platform (sn: (B)(4)) displayed user adivisory ua16 (timeout moving to take-up position) error message. No other information was provided.